Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular or vascular injuries, such as perforation or damage of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Several factors can make it difficult to cross the native valve, including poor coaxial alignment of the sheath, and heavy calcification of the native annulus. In this case, the cause of the difficulty crossing the native valve was reported to be due to a combination of patient factors (large septal bulge and narrow elliptical lvot) and procedural factors (suboptimal angulation of the sheath). The damage to the leaflet of the mitral valve was thought to have been caused by the buckling and kinking of the delivery system against the mitral valve during the attempts to cross the native aortic annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Following the transapical deployment of a 23mm sapien valve, tee showed a remarkable change in mitral valve regurgitation; close inspection showed a damaged mitral valve leaflet. The edwards bav balloon was advanced and inflated without incident; tee post bav showed no mitral valve involvement. An attempt to pass the ascendra delivery system across the native valve was met with much resistance in the left ventricle outflow tract (lvot). The delivery system could not be advanced after several minutes of trying to re-position the guidewire and delivery sheath. The patient¿s pressure dropped into the low 40's; it was thought the guidewire may have compromised the mitral apparatus and the decision was made to remove the delivery system and sheath, then re-introduce the guidewire across the valve with a new system. After the guidewire was re-positioned, a second ascendra delivery system met similar resistance; the delivery catheter buckled at nearly a 90 degree angle with the force of advancement. Again, the guidewire was moved in an attempt to create a different wire bias across the native valve, but there was no change. The patient¿s pressure again dropped into the low 40's and the decision was made to place the patient on cardiac bypass for support. The first delivery system and sheath were re-introduced and the sheath was advanced across the valve along with the delivery system. The sheath was pulled back and the sapien valve was deployed in a 50:50 position, with no pvl or central ai via tee; however tee showed a remarkable change in mitral valve regurgitation, close inspection showed a damaged mitral leaflet. Attempts were made to wean the patient from bypass, but due to the severe mitral regurgitation, it was felt that the patient would have to have a surgical mitral valve repair or replacement to allow for optimal hemodynamics. The patient was converted to open surgery immediately in the hybrid or. The mitral valve was sutured into place but the myocardium tore in several locations and the surgeons were forced to patch the damaged area to control bleeding. While attempting to close the surgical access, severe bleeding developed in the heart and descending aorta, leading to a dramatic drop in patient blood pressure; even though the patient was still supported by cardiac bypass. A collective decision was made by the surgeon and cardiology teams to cease treatment and the patient expired shortly thereafter. After reviewing the case on video and tee, it was felt that the mitral valve was damaged by the force exerted on it by the ascendra system. There was a large septal bulge and a narrow elliptical lvot. The combination of the septal bulge and narrow lvot forced the delivery system to enter the outflow tract at a sharp angle, driving it up toward the mitral apparatus. The force exerted on the delivery system caused buckling of the device, which caused the entire system to place force on the mitral chordae; eventually leading to a torn chordae and a flailed leaflet. The surgeons commented on the friable nature of the patients myocardium and aorta and felt that this was the cause of the eventual tear/rupture that led to the severe loss of blood and ultimate passing of this patient.